Event description:
Presentation of 3 cases of treatment of an iatrogenic spondylitis after a kyphoplasty and a review of literature. A retrospective study of analysis on 3 cases from january 2003 to march 2013 with spondylitis with a kyphoplasty being done previously. Case 1: (B)(6) year old patient therapied in a different hospital with a kyphoplasty due to vertebral compression fracture at t12. One week post-op, increased pain and transferred to a new hospital. MRI showed liquid in the placed cement and stenosis of spinal canal and an edema at upper plate of l1. Spondylitis was seen at t12/l1. Patient underwent therapy of dorso-ventral spondylodesis at t11/12 ¿ l1/2 with replacement of vertebral body. Case 2: (B)(6) year old patient therapied in a different hospital with a kyphoplasty due to vertebral compression fracture at t8. Four (4) weeks later, patient was transferred to a different hospital with MRI and CT showing spondylitis t6-t10. Patient suffered ¿violent¿ pain caused by instability. X-ray showed instability with infiltration of the paravertebral tissue. Patient underwent therapy of dorso-ventral spondylodesis at t6/7 ¿ t9/10 with replacement of vertebral body. Case 3: (B)(6) year old patient with kyphoplasty (lumbar vertebral bodies 1, 4, and 5). Two months post-op, patient transferred to different hospital due to violent pain. MRI showed liquid paravertebral in the right 1st vertebral body and between upper plate at 1st lumbar vertebral body. Therapied with a dorso-ventral spondylodesis at t10 ¿ l3 with replacement of 1st lumbar vertebral body. All patients are free from pain and complications till now.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.